Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported ventilator was inspected on site by a our field service engineer. The reported pressure transducer test failure was corrected by replacing the following parts: pressure transducer printed circuit board (pcb), o2 sensor and the inspiratory pipe. The replaced parts were retained by the customer and have not been returned for investigation. The investigation is therefore based on device log evaluation. The reported failure is confirmed in received test logs showing the pressure transducer test had failed several times since (B)(6) 2016. The date of event is updated accordingly. The pressure transducer test had failed in the expiration valve test. This is not considered to be related to any of the replaced parts. Log evaluation could not point out any other failure that can be related to the replaced parts. The root cause of the reported problem cannot be determined since no parts were returned for investigation.

Event description:
(B)(4).